Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. Initially, the patient was not hospitalized for the event and was being treated with at home unspecified antibiotics for the event. Subsequently, the patient was hospitalized as the patient was not ¿able to manage intraperitoneal antibiotic treatment". At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.